Event description:
Imp # (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported system fault error message. The investigation determined that the reported event was due an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).